Manufacturer narrative:
(B)(4). Carefusion certified field service technician was not able to duplicate the reported complaint. Suspect ventilator was ventilating for four hours and forty-five minutes without any anomalies. Extended self-test and operation verification procedure was performed on the reported ventilator and showed passing results.

Event description:
The customer reported that the suspect vela ventilator "stopped, on and off and reset" during testing. There was no patient involved associated with the reported event.